Event description:
It was reported that the lesion was cto. An attempt was made to cross the whisper guide wire but it would not cross the lesion. A non-guidant wire crossed and balloon dilatation was performed. The whisper ls was exchanged from the non-guidant device. The lesion was checked with an ivus device and it was noted that the whisper guide wire had separated. The separated guide wire remained in the ivus. When the ivus was removed, there was no resistance between the ivus and the guide wire. No pt injury was reported.